Manufacturer narrative:
Insulin pump passed prime/compromised force sensor system alarm test and excessive no delivery test. Unable to perform displacement test, basic occlusion, occlusion test and displacement accuracy test due to reservoir tube lip broken off. Insulin pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o - ring, cracked reservoir tube, cracked case reservoir tube window corners, cracked case near display window corners and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment entry was broken and they had to tape the reservoir. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.